Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the 475 mg/dl to 485 mg/dl range from her older dario meter, using strips that had expired in july or august 2023, according to her. Due to the above, the user reported that she tested her bg with her newer dario meter, using strips that had expired in september 2023, and received bg readings of 110 mg/dl and 111 mg/dl of finger pricks from both hands.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that all of the bg tests that were performed by the user were with cartridges of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" at a later date, while following up with the user, the user reported that she tested again with a new cartridge of strips that she had found in her home, and received a reading of 110 mg/dl, which the user stated was a normal range for her. The user also stated that this cartridge of strips was also expired. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the new dario strips and control solution were received, dario's representative followed up with the user in order to test with a new cartridge of test strips, however the user refused to troubleshoot. The user's bg reading issue may have occurred due to the misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.